Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used cassette. No damage or anomalies were observed. The cassette was leak tested and a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The luer tube bond was separated and the tube and bond pocket was observed. Solvent channel was observed on the tube. The tube and luer were found to meet manufacturing specifications. The complaint was confirmed due to leakage at luer tube bond. The probable cause was due to a solvent application error during manufacturing. A device history record review could not be performed as the lot number was unknown.

Event description:
It was reported that leakage was observed from the tubing exiting the cassette during priming. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.